Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during an ileal conduit procedure. When attempts to remove the plastic stiffening cannula during the procedure were unsuccessful, it was found that the cannula was lodged in the catheter. This occurred with three catheters. The device was then removed from the patient. There were no known consequences or adverse events reported.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the existence of issues or gaps which could contribute to the release of nonconforming product related to the reported failure mode. The instructions for use (IFU) note as a precaution that when inserting the stiffening cannula into a catheter with a retention suture, to hold the suture during cannula insertion to avoid bunching or tangling of the suture. A review of the device history record and complaint lot search could not be performed, as the lot number is unknown. Based on the information provided, no product returned, and the results of our investigation, the possible root cause has been determined as cause traced to user (failure to follow instructions). It is possible that the customer did not hold the suture tight when inserting the flexible stiffener into the catheter, causing the suture string to become bunched up and tangled around the flexible stiffener. It is also possible that biomatter could have clogged the catheter, making removal of the stiffener difficult. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
On 16aug2018 additional information was received that the three devices referenced in the event description were used on two separate patients. For this event, the physician experienced difficulty removing two devices during the procedure. See MDR 1820334-2018-02524 for information regarding the additional patient. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, an ultrathane mac-loc locking loop multipurpose drainage catheter was placed into a patient during an ileal conduit procedure. When attempts to remove the plastic stiffening cannula during the procedure were unsuccessful, it was found that the cannula was lodged in the catheter. This occurred with three catheters. The device was then removed from the patient.. There were no known consequences or adverse events reported.